Event description:
It was reported that the system was explanted due to infection/erosion.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. 1258t/86, (B)(4). Late due to delay in receiving paperwork. Device evaluation anticipated, but not yet begun.